Manufacturer narrative:
(B)(4).

Event description:
The consumer and healthcare provider (hcp) reported the leads were replaced on 2013-(B)(6) because they were broken. The patient stated it was truly his fault the leads broke. The leads broke because of where they were placed. Information from the hcp reported the cause of the lead break was unknown. There were no symptoms experienced related to this event. Relevant medical history included cervical, neck, and non-malignant pain.